Event description:
Patient on the table and sedated for colonoscopy. The omega endoscopy equipment used for radiology images during the procedure unexpectedly became dislodged at the site where the bracket connects to the boom arm causing the screen/monitor equipment to fall onto the patients hand/wrist. Four short screws holding the bracket up were completely stripped causing it to fall apart. X-ray done on patient's hand that showed soft tissue injury but luckily no fracture. Patient had swelling and bruising noted externally. Omega engineers flew in for repair and replaced all four screws with longer screws and replaced the actuator.